Manufacturer narrative:
The field service engineer visited the customer again and replaced the gear pump head (gph) and the reagent nozzles. He then flushed the reagent probes and the syringes/tubing. He also checked the rinse levels, the gph pressure, the syringe breaking, and the mixing and they were acceptable. Calibration and qc were performed and they were acceptable. No further issues were reported after the service visit. The root cause was consistent with a maintenance issue.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. A general reagent issue can be excluded since no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) found a faulty ribbon cable. He corrected the ribbon cable. He also cleaned the cuvette wash nozzles, checked and adjusted the probe washes, and checked the probe adjustments and the cuvette wash levels. The fse then did mechanism checks and the instrument was performing within specifications. He performed calibration and qc and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for multiple patients' urine samples tested with creatinine jaffe assay on a cobas 6000 c501 module. Discrepant results for 1 patient's urine sample were provided. Initial result: 0.006. Repeat result: 6.341. The unit of measurement was not provided.